Manufacturer narrative:
(B)(4). This is a report of a use error, where the care giver started the initial drain before the patient was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air spaces in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. The patient was connected at the time of the observed air. The caregiver had started the initial drain before the home patient was connected. The technical service representative helped the care giver end the therapy and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.